Event description:
The customer reported that the image quality was degraded to the point where the system was unusable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The resistance potentiometer was replaced. The system was tested and found to be working as intended and put back into service.